Event description:
It was reported that the patient with this pacemaker presented bradycardia. Upon interrogation it was noted that this device recorded a code 1003 indicative of voltage too low for remaining capacity. The most recent device interrogation had been approximately one year prior that the pacemaker was close to elective replacement indicator (eri), but the patient had not followed up. As the device had been implanted for more than eleven years it was believed to be beyond end of life (eol) and possibly non functional. The patient was admitted to the hospital. Technical services (ts) recommended emergent replacement. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. The observed code 1003 was believed to be a likely result of this device having entered storage mode after complete battery depletion while still implanted. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient with this pacemaker presented bradycardia. Upon interrogation it was noted that this device recorded a code 1003 indicative of voltage too low for remaining capacity. The most recent device interrogation had been approximately one year prior that the pacemaker was close to elective replacement indicator (eri), but the patient had not followed up. As the device had been implanted for more than eleven years it was believed to be beyond end of life (eol) and possibly non functional. The patient was admitted to the hospital. Technical services (ts) recommended emergent replacement. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.